Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿feed error/blank display.¿ the unit was triaged and the customer¿s reported condition was confirmed. Customer complaint was duplicated. Triage found the unit¿s pcb was corroded. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/10/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an enteral feeding pump. The customer states feed error and blank display. Additional information has been requested with no response to date. There was no reported patient harm.